Event description:
It was reported that the user¿s ilet could not scan new freestyle libre 3+ sensors through the app despite prior successful use; the user attempted to start a new scanning workflow and troubleshooting steps but scanning still failed, and subsequent assessment indicated the phone¿s bluetooth/nfc hardware was not functioning. Symptoms included no sensor scan initiation and inability to establish communication for sensor setup with no adverse clinical symptoms reported. Outcomes included no alarms or alerts and interruption of intended device use. User support included guided troubleshooting and education, app reinstallation, device re-pairing, sensor replacement attempts, and verification of phone settings and restart. Investigation of this case revealed the ilet and sensors operated as intended while the user¿s phone hardware was the likely cause of the scanning failure, consistent with a communication interface issue external to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user environment and external device hardware malfunction.